Event description:
It was reported that during a procedure to treat the left common carotid artery, the accunet filter basket was successfully deployed in the intended place beyond the lesion. However, the sheath came back and when this happened the deployed filter basket was pulled back approx 5 cm and into the lesion site. At this time a filling effect was noticed. It was noted that there was thrombosis or plaque noted on the outside of the struts at the proximal bushing of the filter basket. When the filter basket was advanced distally into place once again the filling effect (thrombosis or plaque) moved with the filter basket. The stent was deployed without any issues. An angiojet catheter was used to help remove the debris, which was successful. The accunet filter basket was recovered without any issues.